Event description:
It was reported by the customer that the bed exit was set, but was not alarming when a patient allegedly fell from the bed. No patient injury was reported and no clinically relevant delay in treatment was reported.